Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate visit the lens was exchanged with the same model/ length, different power lens and the problem was resolved. The cause of the event was reported as a patient related factor and the device failed to perform as intended. Cause details provided: "the expected seq from ocos lens calculation was -00.01 with expected astigmatism of +00.10. However, patients post-op refraction was plano -1.25x10. Hence, patient reported blur distance vision".

Manufacturer narrative:
Additional information: a2."01-jan-1975" should be removed and "28-jun-1992" should be added. (B)(4).

Manufacturer narrative:
Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Correction: b5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise and blurred vision. In a separate visit the lens was exchanged with the same model/ length, different power lens and the problem was resolved. The cause of the event was reported as a patient related factor and the device failed to perform as intended. Cause details provided: "the expected seq from ocos lens calculation was -00.01 with expected astigmatism of +00.10. However, patients post-op refraction was plano -1.25x10. Hence, patient reported blur distance vision" claim# (B)(4).